Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095740, medical device expiration date: 2020-07-31,, device manufacture date: 2019-04-05. Medical device lot #: 9126972, medical device expiration date: 2020-08-31, device manufacture date: 2019-05-06. Medical device lot #: 9095741, medical device expiration date: 2020-07-31, device manufacture date: 2019-04-05. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: it was reported that the labels are curling.